Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.